Event description:
It was reported that during the implanting of the right ventricular (rv) lead the physician found it difficult to extend the tip. Even on the first attempt the tip did not move after many rotations with the rotation tool. Then suddenly the position of the tip went from fully retracted to fully extended. The rv lead sense value quickly dropped, and the difficulty with the tip continued on repeated attempts to find an acceptable position. The rv lead was removed and replaced with another lead. After withdrawal of the rv lead, evaluation still showed signs of issues with the tip mechanism. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead was returned with the helix bent and blood on the helix and within the sleevehead. (B)(4).